Event description:
It was reported that a device check noted that the device was at elective replacement indicator (eri). The last time the device was checked was in 2007 and after the device check with a programmer, the device was still showing diagnostic data stored from 2007 that should have cleared with the programming session. It was further reported that the stored events indicated episodes of intermittent loss of capture on the right ventricular (rv) lead. The device was subsequently replaced due the eri and the rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407458, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.